Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the initial reporter who confirmed that after restarting the system, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) arms allegedly were pulling away. The customer received phone assistance from the technical support engineer (tse). Tse attempted to get clarification on the reported issue; however, customer was not able to provide needed details. Tse was unable to verify logs since system was not connected to the onsite network at the time of the call. The user continued with the procedure using the same system. No known impact or patient consequence was reported.